Event description:
It was reported to MFR that a vns patient experienced increased seizures return to baseline, and high impedance readings from a recent diagnostic test. X-rays were reviewed by the physician, and a lead break was observed. The device was subsequently disabled. The treating medical professional attributed the seizure increase to loss of therapy, due to lead fracture. X-rays were sent to MFR to review and an obvious lead discontinuity was noted in the bend of the strain relief loop. It was additionally reported that the pt experiences a lot of head jerks which may have contributed to the lead fracture event. There was no additional trauma or other believed cause for the event. The pt subsequently had the lead and generator replaced. Both explanted devices have been returned to MFR and are pending the analysis findings.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.